Manufacturer narrative:
Investigation: a service technician confirmed the IV pole safety collar was installed prior to the reported incident. A field service engineer adjusted the button on the IV pole. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no issues related to the reported condition identified. Root cause: a root cause assessment was performed for this complaint. The root cause was determined to be related to the need for an IV pole button adjustment. Correction: the button on the IV pole was adjusted by a field service engineer.

Event description:
The customer reported that the IV pole falls easily. There was not a patient or operator involved at the time the IV pole fell, therefore patient information is not reasonably known. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.